Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed coming from the cartridge. The customer's blood glucose level was 222 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.